Event description:
Pt was using walker when one of the legs broke. Pt had one hand on the table and their spouse was standing behind them and grabbed their arm, saving them from falling. Pt called the company they purchased it from and they told pt to bring it back and they would replace it, as it should never have broken.